Event description:
Due to several instances of suspended sirtex y-90 sir-sphere microspheres in the 3-way stopcock "c" line entry port, an investigation was conducted into the delivery box used for selective internal radiation therapy. The results identified a misalignment of the internal valve of the 3-way stopcock due to imprecise tolerances in the delivery box fabrication.the delivery box stopcock control knob is limited to a quarter turn when engaged on the stopcock. Images from a light microscope showed the misalignment of the delivery box stopcock control knob caused the under-rotation of the internal hole in the stopcock.when the stopcock control knob is turned to allow incoming flow from the c-line, the internal stopcock hole is rotated upwards. The rotation can create a significant void for microsphere accumulation.also identified in the investigation by our medical physicists was improved delivery results when using sterile water to suspend the y-90 sir-spheres and d5w/contrast to flush.======================manufacturer response for selective internal radiation (sir) therapy delivery box, sirtex y-90 sir-sphere microspheres delivery box (per site reporter).======================sirtex has seen this issue previously and is providing us with another delivery box.